Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report 1627487-2011-03141. The pt received a scs system including a surgical lead on (B)(6) 2006. The pt reported that she did not feel stimulation. When she tried to increase the amplitude, she allegedly did not get past perception levels. She stated she had lost (B)(6). It was reported that her ipg pocket also felt loose. On (B)(6) 2011, the pt reported she had to go to the emergency room because she felt jolts from her back to chest when the stimulation was completely turned off. The pt will follow up with her physician regarding the issues. No further info is available at this time.